Event description:
Information was received from the healthcare provider (hcp) via the company representative (rep) regarding a patient receiving intrathecal medication via an implantable pump. It was reported that the pump was replaced recently (B)(6) 2026 for normal elective replacement indicator (eri). Patient went to clinic for normal post-op staple removal and according to the patient his wound looked fine. A few days following the staple removal the patient noted purulent drainage from the pump operative site (right abdomen). Patient stated he did not have fever. Patient had infection to pump site from previous infection. The issue resolved when the pocket was opened, there appeared to be no sign of drainage and infection in the pocket. Infection seemed to be contained to subcutaneous skin. Patient was first opened at the spine segment, new pump segment added at the spine and tunneled over to new pump pocket to left abdomen, with fresh medication and new pump. After the patient was closed. The old pump site (right abdomen) was opened and the pump with old pump segment was removed. The patient symptoms was just purulent drainage.

Manufacturer narrative:
Continuation of d10: product ID 8709 lot# serial# (B)(6) implanted: (B)(6) 2006 explanted: (B)(6) 2026 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(6), ubd: 08-jun-2008, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.